Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 not detected on bus, which located on rh n5s b. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident. It was determined that the issue had been caused by suspect or loose connections of the retractor band connectors in the drawer module which had not been snapping in securely and may have caused the cubies to fail and lose their state. A field service engineer determined that the issue was resolved by reseating all connections replacing the suspect drawer module controller as a precaution rebooting the unit and testing every pocket to confirm that all qbs and cubies functioned properly with no debris present. The system functioned as intended after the field service engineer completed the repair.